Manufacturer narrative:
Date rec¿d by MFR : 14aug2019, date of report : 15aug2019. The device was evaluated by the field service engineer and the reported problem was confirmed. It was recommended that the power switch overlay be replaced, but the customer did not request to have their device repaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:15dec2020. B4:17dec2020. The power on (green) light emitting diode (led) and ac (amber) led detached from the trace not making contact on the power switch overlay created the power on (green) led and ac (amber) led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a faulty led indicator. There was no patient involvement.